Manufacturer narrative:
Philips service ordered a geo ipc part but has not yet replaced it. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that a geo ipc error caused a geometry fault on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.